Event description:
Our office in china received information that a female consumer experiencing a foreign body sensation and hazy contact lenses with use of complete multi-purpose solution. She recovered without medical attention. No further information is available or expected.

Manufacturer narrative:
All production process, including compounding, filling and packaging process were reviewed for this lot. No deviations were noted and all processes were compliant. The opened bottle of solution used by the consumer was provided for testing. Chemical evaluation of the returned sample showed the solution to be within shelf-life specifications; microbiological results showed the solution was no longer sterile. Microbiological evaluation results of a unit retained from the reported lot showed the solution as distributed by the manufacturer to be within specifications.